Manufacturer narrative:
Date of event has been estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled "a case of transient cardiac dysfunction suspected of coronary air embolism during mitraclip procedure."

Event description:
This is filed to report a perforation and air embolism. It was reported through a research article that a patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr). It was noted the patient had atrial fibrillation and underwent a pacemaker implantation. The steerable guide catheter (sgc) was inserted, but a septal puncture occurred, resulting in an air embolism. The patient blood pressure decreased; therefore, medication was administered. The patient was stabilized, so one clip was deployed at a2p2, successfully reducing mr. Additional details are found in the article, titled ¿a case of transient cardiac dysfunction suspected of coronary air embolism during mitraclip procedure.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on available information, the cause of the reported air embolism could not be determined. The reported hypotension is due to the air embolism. Hypotension and air embolism are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.h6: health effect clinical code 2001 removed.